Event description:
The manufacturer became aware of an allegation from a user of an essence nebulizer that the prongs were sheared off in the power cord. There was no report of harm or injury. The manufacturer received the device and confirmed that the plug ends were removed. There was no evidence of thermal damage, no exposed wires. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. Based on the information available, the manufacturer concludes no further action is necessary.